Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the instruments show detached implants. No sutures were returned with the instruments. The big deployment knob can be rotate in both directions without a stop function. The end cap including the bar at distal end can be continuously rotated in both directions. The instruments show no manufacturing abnormalities. The returned instruments are single used devices and cannot be functional tested. The complaint was verified but the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use such as (1) if the pound-in tip does not penetrate the bone on the first strike, create a bone hole according to step 3. Use a new anchor in the bone hole and (2) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during procedure, it was noticed that the tip that comes down the internal locking system was broken off the top. They looked inside the joint and they could not see the broken part, so it is unknown if the missing piece fell inside the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.